Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been hospitalized for a few days for diabetic ketoacidosis; however, no additional details were provided. At the time of the initial call, contact declined to perform troubleshooting or discuss the event further. Multiple attempts were made by tandem's technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
Follow-up 10/13/2016: contact reported that the customer began to experienced elevated blood glucose (bg) levels of up to greater than 600 (mg/dl) after changing the pump supplies. Contact believed that the infusion site may not have been inserted correctly due to the customer's arthritis. Customer administered boluses to treat their bg levels, and went to the emergency room on (B)(6) 2016 where they were treated with an insulin drip. Customer was released with a bg level in the mid 200s (mg/dl), but after reinstating pump therapy with the same supplies, the customer's bg levels elevated again. The customer was admitted to the hospital on (B)(6) 2016 for a bg level of 464 (mg/dl) and diabetic ketoacidosis. Reportedly, the contact stated that upon removing the infusion set, the cannula appeared slightly bent. Customer was treated with an intravenous drip and oxygen. While in the hospital, the customer also experienced a myocardial infarction and underwent an unspecified procedure to fix their cardiac issue. Customer was released from the hospital on (B)(6) 2016 and reverted to insulin injections for diabetes management. Device available for evaluation: selected yes. Infusion set: t:90; insulin: humalog. (B)(4).